Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. The power pca was received with resistor r131 out of tolerance resulting in the device failing operational check. The resistor was replaced and the device operated as normal.